Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was reported that the station had a black screen and asking for a password. The field service engineer (fse) had confirmed that the issue was resolved by the customer by rebooting the station and the system was successfully booted up. The fse performed multiple reboots to verify functionality, and the device operated without further issues. No further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed a black screen with a password prompt. The customer reported that while attempting to retrieve medication, the screen suddenly showed a password entry box on a black background. Multiple reboot attempts were performed; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.